Event description:
A malfunction alarm was reported, identified by code "malf 0." There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions on resetting the pump and assisted the customer with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any issues reappeared. There was no additional information regarding other outcomes.